Manufacturer narrative:
(B)(4). Date of event: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What symptoms did the patient present with that led to the scope? What is the product code for the linx device? What is the size of the linx device (how many beads)? Was this a suture or clasp linx? What was the date of the scope? Did the patient have any dilations post-implant? What is the reason for the esophageal stent? Where any beads removed in the egd? If yes, how many? Where was the erosion located (posterior, anterior)? Is a full laparoscopic removal procedure planned? If yes, will the device be available for return? How many beads eroded?

Event description:
It was reported that a linx erosion was diagnosed today following a scope. Patient will be listed in a couple of weeks to remove device and repair esophagus with a stent. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained/received: what symptoms did the patient present with that led to the scope? Patient was a huge advocate of linx given the successful results they had with their own linx. On 5th october, the patient saw marcus reddy due to dysphagia problems and following an endoscopy, marcus was able to see two beads and could see that the patient had an eroded device. What is the product code for the linx device? Lxm13 implanted on (B)(6) 2016 . What is the size of the linx device (how many beads)? 13 .was the date of the scope? (B)(6) 2018. Did the patient have any dilations post-implant? Hospital unwilling to declare what is the reason for the esophageal stent? He believed in his clinical opinion this was the best way to treat the patient. I offered to connect the surgeon to an international kol on 10th october as stenting may not be appropriate based on data. He declined the help where any beads removed in the egd? If yes, how many? Hospital unwilling to declare where was the erosion located (posterior, anterior)? Hospital unwilling to declare and would not let us know the date of explant is a full laparoscopic removal procedure planned? Hospital unwilling to declare and would not let us know the date of explant how many beads eroded? 2 product not available for return. The device was removed on (B)(6), I asked the clinician to let me know when he was removing the device and he would not tell us. Even (B)(6) to explain the importance of having our support with erosions.